Manufacturer narrative:
Date of event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02954. It was reported that patient's leads had migrated on an unknown date. As a result the leads were re-positioned on (B)(6) 2020. Therapy was restored post-operatively.